Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing low blood glucose levels to 1.9 mmol/l for a couple weeks. The patient reported self-treating each low blood glucose event with oral carbohydrate. The patient stated that prior to a routine appointment with a health care professional, the patient noticed blurred vision, inability to concentrate, and slurred speech; the patient reported testing blood glucose and found that it was 2.3 mmol/l at that time. The patient reported treating with oral carbohydrate and blood glucose levels resolved to normal. Customer support walked the patient through reviewing the pump. The patient confirmed that the settings were correct; there were no associated alarms in the history, the prime history appeared appropriate, and the total daily dose and basal rates appeared correct. The patient confirmed that there were no recent settings changes. The patient confirmed no issues with rewind, load, or prime and denied priming while attached. This report is made based on the allegation that the patient experienced hypoglycemia or unknown cause while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, the pump was set to basal program 1 which was found to be an empty basal program. The rates used at the time of the event were unable to be reviewed in the pump. A 29 hour flow accuracy test was performed on the pump and the pump was found to be delivering within specifications. No defects were found with the pump.